Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 250 mcg for a total dose of 72.68139 mcg/day and morphine 1.5 mg for a total dose of 0.43609 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2018 the patient presented with complaints of increased spasms in their legs especially at night. The patient also had pain from the spasms. The patient's was given a pump increase in the daily doses at that visit. A week later the patient called and said the spasms have gotten worse with no relief from their pump. The provider ordered a magnetic resonance imaging (MRI) of their thoracic spine with and without contrast. The MRI with and without contrast revealed severe central canal stenosis and severe right neural foraminal narrowing on (B)(6) 2019. The catheter tip was unable to be visualized at the time. A catheter dye study was done. The hcp was able to access the side port, but could not withdrawal any fluid from the port. The catheter access port (cap) contrast study revealed a catheter occlusion on (B)(6) 2019. The catheter was explanted/replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was severe spasms increase. The patient's weight was (B)(6) pounds. The even date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.